Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead helix was unable to retract. When rotating the connector pin, the lead exhibited an insulation anomaly. The lead was not used. No patient symptoms were reported.